Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had out of range electrodes on 0,6,9,12, and 13. The patient stated that they have fallen in the past year. The rep performed an impedance check and determined that they were out of range. The rep was able to program and recapture stimulation sensation in desired areas using good electrodes. The issue was resolved. No further complications were reported or anticipated.